Manufacturer narrative:
The reported event was inconclusive, as the sample was classified as poor sample condition. Several inspections were unable to be carried out. The exact time of how and when problem occurred could not be determined. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use state the following: "method for use: do not inflate the balloon in the urethra. (The urethra may be injured). Do not pull the catheter hard. (The bladder/urethra maybe injured). Applicable patients: (1) patients with delirium who might pull out catheter (when patient tugs at catheter unconsciously, the bladder and urethra may be damaged). Contraindications method for use: do not reuse. Do not resterilize. Be careful that the catheter is not exposed to ointments, contrast medium or oil-based lubricants (including vegetable oils such as olive oil, mineral oils such as white petrolatum and animal oils). [They may damage the device and may burst balloon.] Do not hold the device with forceps, etc. Avoid contact with any blades or sharp-edged instruments. [Catheter damage may cause balloon rupture and accidental balloon removal or failure to deflate or remove the balloon.] Applicable patients: do not use on patients who are or have been allergic to natural rubber latex." (B)(4).

Event description:
It was reported that water could not be withdrawn as the user attempted to deflate the balloon using a syringe. This event occurred 3 days after placement. The non rupture-method (cutting of the catheter) was performed, and the catheter was removed from the patient successfully.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that water could not be withdrawn as the user attempted to deflate the balloon using a syringe. This event occurred 3 days after placement. The non rupture-method (cutting of the catheter) was performed, and the catheter was removed from the patient successfully.